Event description:
The customer stated she was hospitalized for low blood glucose levels. Troubleshooting was performed and the customer stated that the bolus history and the daily totals did not add up correctly on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to be best of our knowledge.